Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level unknown. The customer was assisted with troubleshooting. Customer stated that the display was not blank less than 30 seconds and or did not return. Customer stated that display was not blank currently. Possible causes of a blank display was explained to customer. The device will not be returned for analysis.